Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported sterile interface module in the field and the associated device logs. Review of the field service notes indicated that the sterile interface module (sim) and arm cart assembly experienced connectivity issues. The sim will be replaced. Evaluation of the logs indicated that there were multiple instances of an arm cart attempting to dock without a sim attached. An error code was triggered which occurs when an arm cart is docked without a sim attached to it. Another error code was triggered which occurs when manual z-slide is requested but no instrument is attached when the arm cart is docked. This will prevent the system from instrument drive unit (idu) movement. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a sim and instrument connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an intra-operative procedure, mid-procedure, sterile interface module(sim) couldn't identify the ligasure instrument when attached, and was not calibrating. On other arms with other sims, the ligasure instrument was calibrated successfully. The surgical team repositioned a different sim to the affected arm and were able to use the ligasure instrument. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an intra-operative procedure, mid-procedure , sterile interface module(sim) couldn't identify the ligasure instrument when attached, and was not calibrating. On other arms with other sims, the ligasure instrument was calibrated successfully. The surgical team repositioned a different sim to the affected arm and were able to use the ligasure instrument. There was no patient injury.